Event description:
A malfunction alarm, specifically malfunction code 9, was reported. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided guidance on how to reset the pump, and after resetting, the malfunction code did not recur. The customer could continue using the pump and was advised to call back if the issue reappeared.